Manufacturer narrative:
The information that provided, date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer's blood glucose level dropped to 40 mg/dl she ate dinner and took glucose tablets and it was still around 70 mg/dl range but eventually came back up and then again this morning her blood glucose dropped again and she had to take several glucose tablets and now it was up to 167 mg/dl but the customer was not sure what may be going on. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer did not alleging insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s low blood glucose level was at the time of incident was 44 mg/dl. Customer was treated with glucose tablet. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose. Customer does not allege pump was over delivering. Customer also stated that reservoir was not able to lock in place. The insulin pump will be returned for analysis.